Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and was able to verify customer's reported alarm. The third party service technician replaced the internal battery, motor board, flow valve, oxygen blender, turbine manifold, fan assembly and tubing kit. Software was updated to (B)(6). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the ltv1200 ventilator alarmed reset ln vent. At this time, there is no information regarding patient involvement associated with the reported event.